Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use an over the counter lotion, once the skin irritation was no longer open. Follow up indicated that the patient's skin irritation improved.